Event description:
It was reported that patients ipg was not functioning properly and noted that it will not hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was thrown out at the hospital.